Manufacturer narrative:
(B)(4).

Event description:
The customer reports: while inserting the guide wire into patient the guidewire broke during insertion. The patient is fine, and this was a covid-19 rule out patient. The reported defect was detected during use. The patient condition is reported as "fine". There was no patient complication, injury or consequence. Therapy was reported to be delayed/interrupted.

Manufacturer narrative:
(B)(4). Initial reporter also sent report to FDA: updated to "yes" - medwatch # (B)(4). The customer returned one spring wire guide (swg) for evaluation. The guide wire was observed to have one bend in its body. The distal end was unraveled, and the distal weld was missing. Microscopic examination confirmed the proximal weld was present and observed to be full and spherical. The bend in the guide wire body was located at 280 mm from the proximal tip. The overall length of the core wire measured 580 mm which is not within the specification of 596-604mm per guide wire product drawing. This indicates that at least 16 mm of the core wire are missing. The outer diameter of the undamaged portion of the guide wire measured 0.842 mm which is within the specification of 0.838-0.877mm per guide wire product drawing. The undamaged portions of the swg were advanced through a lab inventory ars and a lab inventory 18ga introducer needle to functionally test the guide wire. The guide wire passed through both components with minimal resistance. A manual tug test confirmed that the proximal weld was intact. A device history record review was performed on the guide wire and no relevant manufacturing issues were identified. The instructions-for-use (IFU) provided with the kit warns the user, "do not cut spring-wire guide to alter length. Do not withdraw spring-wire guide against needle bevel to minimize the risk of possible severing or damaging of spring-wire guide." The report that the guide wire was separated during use was confirmed through examination of the returned sample. The guide wire was observed to have one bend in its body. The distal end was unraveled, and the distal weld was missing. The guide wire met all relevant dimensional requirements and a device history record review did not identify any manufacturing related issues. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.75 pounds force. This internal specification is higher than the bs en iso 11070:2014 standard of 2.2 pounds force for this size wire. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on the condition of the guide wire and the report that the damage was observed during use, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports: while inserting the guide wire into patient the guidewire broke during insertion. The patient is fine, and this was a covid-19 rule out patient. The reported defect was detected during use. The patient condition is reported as "fine". There was no patient complication, injury or consequence. Therapy was reported to be delayed/interrupted.